Event description:
Information received by medtronic stated that the cracked in battery side compartment and insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 08/29/2021 the customer reported a blank display and a crack in the case. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked battery tube threads, cracked case on the battery compartment side near the corner of the belt clip rail. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was unsuccessful. A critical pump error appears while holding down the go back, down keypad buttons. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1, j2, components located on both sides of the board; pcba2--j1, lcd flex cable terminal, components located on the front side of the board; force sensor flex cable terminal. After plugging a known good pcba2 and a known good pcba1 into the test case, the unit booted up normally. After plugging a known good pcba2 into the test pcba1 and then into the test case, the unit booted up to a critical pump error (open book image) alarm. After plugging the test pcba2 into a known good pcba1 and then into the test case, the unit was able to boot up normally. The software version was able to be obtained. The force sensor zero offset measured within spec = 24.1 mv. In summary, the customer¿s report of a blank display was not confirmed. On the other hand, the customer¿s report of a crack in the case was confirmed during visual inspection. The critical pump error (open book image) alarm and the inability to upload are due to the moisture damage on pcba1. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.